Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot (h10h29018) and no issues were found related to the reported condition during the manufacture of that lot. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Event description:
The following information was received from global pharmacovigilance (gpv): this is a spontaneous consumer report with supplemental information by a nurse in the USA of stomach hurt and peritonitis with culture positive for gram negative organism in a female patient (age not reported) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the patient stated that on an unreported date, the patient "took a shower, air dried for forty five minutes, got dressed and did normal routine." That same night, the patient experienced stomach hurt. On (B)(6) 2010, the patient experienced peritonitis and was hospitalized that same day. Upon a follow up call, the nurse stated that on (B)(6) 2010, the patient experienced peritonitis and was hospitalized that same day. The nurse stated that the cause of the peritonitis was unknown. On (B)(6) 2010, the patient was discharged from the hospital. Treatment information and action taken with dianeal therapy were not reported. On an unreported date in 2010, the patient recovered from the peritonitis. The outcome for the event of stomach hurt was not reported. The nurse stated that the event of peritonitis with culture positive for gram negative organism was not related to dianeal therapy. An opinion of causality was not reported for the event of stomach hurt. This is report 1 of 2 involved in this peritonitis event.